Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the customer was on a roller coaster. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.